Event description:
During a remote follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. The suspected cause of the event is due to tissue ingrowth, although not confirmed. No intervention has been performed. The patient is stable.